Event description:
Customer reported fluid leaked from pump segment during an infusion of monoclonal antibodies. There was no patient or staff harm reported and no medical intervention was required. No additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for evaluation.